Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the procedure, the right ventricular dislodged after the stylet was removed. The lead was attempted to be implanted again however, was unable to be implanted due to over torque forces. The lead was removed and replaced. There were no patient consequences.